Event description:
It was reported that the procedure was to treat a heavily tortuous, heavily calcified and 95% stenosed mid left circumflex artery. A 2.0 x 12 mm voyager balloon catheter could not cross the lesion. When the balloon catheter was removed from the anatomy the purple tip was missing. It is unsure when the tip separated. A 2.0 x 15 mm voyager balloon catheter crossed the lesion; however, when pressurized to 14-15 atmospheres, the balloon ruptured. The catheter was removed and a 2.5 x 23 mm xience v was advanced to the lesion when force was applied, causing the shaft to kink and the catheter did not cross the lesion. Then an unspecified 2.5 x 12 mm balloon catheter crossed the lesion for pre-dilatation. A 2.5 x 18 mm xience v was being advanced to the lesion but even with force applied it could not cross the lesion and the distal stent struts flared. A non-abbott stent delivery system could not cross the lesion, so the procedure ended without intervention. The patient was treated with medical management and was discharged from the hospital in stable condition. There was no clinically significant delay in procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned and analyzed. The reported tip separation was confirmed on the device. The reported failure to advance could not be replicated in a testing environment as it was related to the case circumstances. The tip likely separated due to the interaction with the challenging lesion. A review of the lot history record revealed no non-conformances that could have contributed to the event. Review of the similar incidents history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed and the analysis of the return, there is no indication of a product deficiency. The voyager rx referenced is being filed under a separate manufacturing report number.